Event description:
Initial information received from a consumer on (B)(6) 2012: a female consumer initiated poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unknown) on (B)(6) 2012. She was injected on both sides of her face. She massaged her face as instructed by her dermatologist. One week ((B)(6) 2012) after receiving the poly-l-lactic acid injection, she woke up in the middle of the night with a lot of pain on the left side of her mouth radiating to her teeth on that side, and she couldn't go back to sleep. Her dermatologist is on vacation until the middle of (B)(6) so the following day she went to her dentist to rule out any issues with her teeth that could cause her pain. Her dentist said she had a "tiny pocket" on her gum line but he didn't think that's what was causing her pain. He wanted her to go to a periodontist to follow-up. He said that perhaps she could be grinding her teeth so he was making her a mouth guard. She also went to her chiropractor (who is a doctor she trusts) today ((B)(6) 2012) because she wants to rule out any other possibilities other than the poly-l-lactic acid injection. He said that she didn't have any other symptoms of grinding her teeth and he didn't think that I was what's causing her pain. He believed that perhaps a nerve got irritated due to the poly-l-lactic acid and her massaging often. She denied any swelling of her face and stated that she is experiencing pain on the left side of her face that radiates to her teeth. Today the chiropractor treated her with "cold laser treatment" and ice. She is going back to the chiropractor on monday for another cold laser treatment. Currently, she is just using ice on her face for the pain. The continuation of the therapy with poly-l-lactic was unknown. No medical history and concomitant medications were reported. No further relevant information provided.